Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17791.

Manufacturer narrative:
Reporter and reporting institution phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device cannot bootup. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
H10 the system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The customer resolved the reported issue and the device returned to service after passing performance specification testing. The corrective action is not known; the customer did not specify despite attempts to procure the information. The device was operational after repairs were completed. If additional information becomes available at a later date, a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site.